Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci si vaginal hysterectomy, bilateral salpingo-oophorectomy and repair of a cystotomy for menorrhagia, dysmenorrhea, uterine leiomyoma and bilateral ovarian cysts on (B)(6) 2012. Intuitive surgical was provided with the operative report. Additional information provided includes: history and physical (B)(6) 2012, discharge summary (B)(6) 2012, there was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was a report of an intraoperative complication (inadvertent cystotomy <1cm in the dome of the bladder). Initially, placement of a uterine manipulator, establishment of pneumoperitoneum with a veress needle, insertion of 4 trocars, and docking of the robot were performed. The infundibulopelvic vessels were isolated away from the ureters and cauterized with bipolar cautery. The dissection was extended down through the round ligament. The anterior leaf of the broad ligament was then incised and the bladder reflected away. On dissection of the bladder from the lower uterine segment, an approximately 1 cm inadvertent cystotomy was made in the dome of the bladder. The dissection was then completed, freeing the bladder from the remainder of the anterior vagina. A colpotomy was performed circumferentially and the uterine vessels cauterized with bipolar and cut. The cervix, uterus and both adnexa were removed intact. The cystotomy in the dome of the bladder was then closed with a single interrupted suture of 3-0 polysorb. The second imbricating layer was closed over the incision with three sutures of 3-0 polysorb. The bladder was then filled with dilute methylene blue solution to 200 cc. No leakage from the cystotomy or other bladder injury could be identified. The bladder was then drained. The vaginal cuff was closed with 0 polysorb v-loc suture in a continuous pattern. The postoperative course was uneventful. On (B)(6) 2012, she was discharged home in good condition with a foley catheter in place. No additional information was provided after the date of discharge.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the intra-operative complication experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient sustained an intra-operative complication after undergoing a da vinci si surgical procedure. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.